Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This part was discarded by the site and will not be returned to manufacturer for analysis. A medtronic representative went to the site to test the equipment. Event log analysis revealed that the imaging system was losing connection with the navigation system. An ethernet cable was installed to resolve issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while a manufacturer representative was performing troubleshooting, the representative discovered the imaging system was losing connection with the navigation system via the logs. There was no patient present when this issue was observed.